Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was suspected to have an infection. There was oozing at the ipg site and midline incision site. The physician believed that infection was not device related and that it was potentially a hygiene issue. It was unknown if the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics. It was noted that there was a large amount of fluid around the lead and ipg site and there was no actual infection. The infection was patient hygiene related. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was suspected to have an infection. There was oozing at the ipg site and midline incision site. The physician believed that infection was not device related and that it was potentially a hygiene issue. It was unknown if the infection was procedure related. The patient underwent an explant procedure.